Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H10: additional narrative: a 3i t3® non-platform switched tapered implant 4 x 10mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and fractured at the threads. The reported device location was unknown and was used for approximately 2 years 3 months. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Weight unknown / not provided. Expiration date unknown / not provided.

Event description:
The doctor reports that the implants located in unknown dental positions were fractured and the doctor managed to explant the apex and the distal implant. The doctor also confirms that the dental surgical procedure was not completed using other implants on the same day and confirms that the patient did not suffer any type of injury as a result of the event.